Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd plastipak¿ sterile syringe failed resulting in medication to leak from the injection chamber. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo received at bd for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The production is monitored and evaluated in the assembly stage for characteristics such as syringe assembled correctly, syringe without damage, syringe without missing components and syringe without contamination in liquid passage or external. No non-conforming parts that could be attributable to the defect reported was present. Possible root cause is stopper dimensions out of specification. Corrective actions is aimed to ensure correct operation, which includes placing a complaint to the supplier whom manufactures the stoppers and evaluation of the stopper dimensions. Investigation conclusion: confirmed. Bd can confirm the complaint. The plug is not visually inspected by bd for conformance during receipt of the product from the supplier. It is possible that the plug was out of specified dimensions.